Event description:
It was reported that the device longevity estimate showed 14 months when it had only been implanted for the short time. The updated software was present in the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the estimated longevity as of (B)(6)-2014; device data was approximately 18.4 months. Complaint is consistent with CAPA (B)(4). Concomitant: 559445 lead; 5076-52 lead, implanted 2006-(B)(6). (B)(4).